Manufacturer narrative:
The actual thermometer was returned and evaluated. The unit was found to be out of calibration because of a misaligned optical assembly. This appears to have resulted from it being dropped directly on the filter end of the probe head body. This was evident because of damage found on the probe head body. The complaint is attributed to abuse/misuse of the unit in the field. No corrective action is required.

Event description:
Customer reports abnormal temperature readings. Incorrect by three degrees. No pt injury was reported.